Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anterior hip procedure on (B)(6) 2017 and topical skin adhesive was used. The patient took a shower and the wet gauze was left on top of the topical skin adhesive causing it to become loose. The topical skin adhesive came off and there was wound dehiscence. The wound was reclosed with suture.

Manufacturer narrative:
Additional information was requested and the following was obtained: timelines from initial procedure to date that patient wet the gauze on top of prineo - unk. Was the dehiscence superficial - yes. Size and location of wound dehiscence - hip. Update to patient current condition has there been any medical or surgical intervention performed - no. Lot number involved - unk. What is the physicians opinion of the contributing factors - moisture on the prineo loosened it. Was there any deficiency noted with the prineo during/ post operatively - no. Patient demographics: initials / ID; age or date of birth; bmi ; gender ¿unk.